Manufacturer narrative:
The reported event was confirmed as cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), dome drain bag with connected inlet tubing and sample port connector. Visual inspection of the sample noted a cut in the bag (likely made by the complainant for drainage) and that the outlet port had a visible blockage in the lumen. The outlet tubing was dissected to find a large piece of foreign material blocking the lumen. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] method for use do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients -patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"

Event description:
It was reported that no urine would flow out of the outlet tube into the drain bag. Per additional information from the investigator via email 05feb2020, upon evaluation of the sample a foreign blockage was found in the inlet tubing of the drain bag. Per additional information from the investigator via email 19feb2020, upon further evaluation a cascading failure caused the restricted flow rate. The restricted flow rate was due to a blockage in the lumen, and the blockage was caused by a large piece of foreign material. The foreign material was the root cause of the failure.